Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.